Event description:
It was reported that the patient was completely paralyzed on her right side when she woke up from her trial implant surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3778-45, serial# (B)(4), implanted: 2010-(B)(6), explanted: na.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead.